Event description:
The patient had red alarm. He was sitting and all parameters were normal. Received clarification on 17aug2023 from (B)(6) on why returning 2 freedom drivers: "yes, both of them had red alarm and he had to switch twice."

Manufacturer narrative:
Freedom drivers will be investigated; results will be provided in a follow up MDR.

Event description:
The patient had red alarm. He was sitting and all parameters were normal. Received clarification on 17aug2023 from borivoj on why returning 2 freedom drivers: "yes, both of them had red alarm and he had to switch twice."